Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additional information indicated that the cause was not determined. Pacing lead impedance measurements had been increasing over time. The device remains in service and the rv lead was surgically abandoned. No additional adverse patient effects were reported.